Event description:
It was reported that during the placement of an embolization coil within an aneurysm the implant detached from the pusher. The coil and microcatheter were removed together with a lasso retrieval device. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was received with the implant detached from the delivery pusher. The delivery pusher nor the device introducer were returned for evaluation. The implant coil is stretched into wire and broken. A remaining portion of the coil is compressed inside of the microcatheter and wrapped around the retrieval device. The proximal end of the microcatheter has been cut and removed from the catheter. The remaining portion of the microcatheter is normal in appearance. The root cause of this complaint can not be determined as the entire device was not available for evaluation. The coil appears to have been exposed to a force that stretched it until tensile failure. We can not determine at what point the coil was stretched. The device history records was reviewed. No abnormal discrepancies or non-conformances were observed.